Event description:
It was reported by the contact that the customer's pump stopped insulin delivery multiple times. The customer's blood glucose level was elevated. The customer reverted to insulin injections for diabetes management. As these alarms occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the why the pump stopped insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.